Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. The event was further described as ¿transfer set was locked, however when minicap was removed, transfer set did start leaking¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with these event. No additional information is available.

Manufacturer narrative:
B5: during follow up it was reported that the patient experienced the transfer set leak after two (2) months of the device being placed and that castile soap towelettes were being used as cleaning agents on the transfer set. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.